Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. The insulin pump was received with cracked select button keypad overlay, scratched case and faded serial number label. No crack on battery compartment noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump has crack in battery compartment. The customer's blood glucose was 162 mg/dl at the time of incident. Sending replacement. The insulin pump was returned for analysis.